Manufacturer narrative:
The tandem user guide addresses removing air from the cartridge prior to filling.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from an undefined area. Reportedly, customer was not removing air from cartridge prior to filling. No additional information was known or reported.